Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first prostyle suture was successfully preplaced. A second prostyle was not able to advance due to a guide wire losing its position and becoming perivascular. The sheath was also not able to advance. The vessel was incised to continue. An 18f sheath was inserted to completed the evar procedure. Hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The reported difficulty to insert the wire and the subsequent treatments are related to circumstances of the procedure. In this case, the reported wire losing position and going perivascular likely caused the difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.